Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a pump reset by technical support, and the error code did not appear again. The sensor session was successfully started afterward.